Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event on the same day as the onset. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, routes and frequencies were not reported). Thirteen days after the onset date, the antibiotic treatment was discontinued. On the same day, dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.